Event description:
It was reported that the image on the left monitor of the 9800 system was too dark during a case. The collimator blades will not shut or rotate. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable and interconnect cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.